Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient's incision never fully healed after implant. It was reported that the patient had an infection, and fluid drained from the area frequently. The patient had several antibiotic treatments. The entire system was removed and was sent to obtain cultures. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient had a neurostimulator (ins) put in approximately 7 years ago. Patient had this replaced in (B)(6) 2019. Patient reported having an infection that has traveled into the lead are of their back. Patient wanted to inquire on surgery. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the actions/interventions taken to resolve the infection were that had the device removed on 8/16 (including wire). Patient was on IV antibiotics through a pic line; will be for 8 weeks. The infection had not yet resolved. Patient provided their weight information. No further complications were reported.